Manufacturer narrative:
Analysis of the 8711 lot # (B)(4) and 8709 serial number (B)(4) catheters found both were incomplete/ returned in segments and revealed acceptable testing. Analysis of the pump found no anomaly.

Event description:
It was reported a catheter issue occurred. The catheter had no retrograde flow during a pump replacement, it was noted it was an "un known issue". The location of the issue was the catheter track. The catheter was replaced. The patient had reportedly experienced less than fifty percent of therapy relief. The device system administered lioresal. The patient was reportedly alive without an injury or adverse event as of the date of this report.

Manufacturer narrative:
Product ID: 8711, lot# j11387r48, implanted: (B)(6) 2002, explanted: (B)(6) 2013, product type: catheter. Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2002, explanted: (B)(6) 2013, product type: catheter. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.